Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) failed to deliver a rescue shock following a shock-on-t induction. The patient was externally rescued. Afterward review of the printed egram noted the ICD was in monitor only mode. The physician and nurse are positive the ICD was programmed to monitor + therapy mode prior to the induction as they saw confirmation of this displayed on the programmer.